Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) found the station was found to have been running updates earlier in the day and had shown offline in rss. Pharmacy staff had noted not to restart the unit while updates were in progress. Upon arrival, the updates had completed, and the application was functioning normally. A csc agent remotely connected and reviewed the station. The escort successfully logged in and confirmed that patient information was passing through correctly. The update completed successfully, and the station is now fully operational. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating after the reboot. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.